Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5031997/5032335.

Event description:
It was reported that the patients stimulator was non functional and underwent an explant procedure for the whole system. The explanted devices were discarded.

Event description:
It was reported that the patients stimulator was non functional and underwent an explant procedure for the whole system. The explanted devices were discarded. Additional information was received that the patient underwent explant procedure due to lack of efficacy.